Manufacturer narrative:
Concomitant medical product: implantable pulse generator (ipg) a2dr01 implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had no capture and high impedance. It was then confirmed that there was a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.